Event description:
A code was started on an 82-year-old female at 14:50 hrs with a manual resuscitator. After intubating pt and switching to a pmr bag the first resuscitator was found to be defective due to a dislodged valve. Resuscitator had been in use approx 5 minutes. The pt was transferred to the coronary care unit.this is the follow-up report 1/17/95: in 12/14/94, pt was seen in ER and diagnosed with pneumonia and admitted to floor. Pt experienced respiratory distress several hours after admission and a code was called. During code, resuscitator was found to be malfunctioning. Pt was admitted to critical care where it appears her condition became progressively worse due to admitting diagnosis of pneumonia and dehydration. Pt expired on 12/27/94. (Initial report sent to MFR 12/21/94.)